Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection. No cracks noted on display window. Insulin pump passed prime/compromised force sensor system, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No moisture damage noted on electronic assy. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the lens to the device was cracked and not water tight. Customer had a brain stimulator that required hospitalization. Customer's blood glucose was over 600 mg/dl. There was moisture under the screen. Customer declined troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.